Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse washed the ion selective electrode (ise) lines with hot water, installed a wire on the ise buffer line, and replaced the electrode. At the follow-up, the customer had not observed any further discordant results. The cause of the discordant chloride results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant chloride results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate instrument and resulted either higher or lower than the initial results. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.